Event description:
During a paroxysmal atrial fibrillation procedure, when the sheath was inserted into the heart chamber and negative pressure was applied for flushing, air was aspirated from the sheath. Aspirating air was attempted multiple times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air contamination into the patient has not been confirmed. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f fast-cath introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.